Event description:
It was reported that during the initial inflation in the cephalic arch, the pta balloon ruptured and the balloon material, including the distal tip, sheared off the catheter during retraction into the introducer sheath. Surgical intervention was required to removed the detached balloon material. The patient was reported to be doing well post-procedure.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is inconclusive, as the sample was not returned for evaluation. It is likely that the balloon rupture contributed to the balloon detachment. Per the reported event details, a hand syringe was used during the event. The IFU states that a luer lock syringe/inflation device with a manometer is required for use. It is possible that the use of the syringe contributed to the event; however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.